Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found no anomalies. The lead exhibited normal electrical characteristics.

Event description:
It was reported that a lead was undersensing. The lead was explanted and replaced.